Manufacturer narrative:
Device analysis the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4) discarded by facility.

Event description:
It was identified that during a peripheral orbital atherectomy procedure, a perforation and a type a dissection occurred. The events were identified by a third party vendor, core lab. Core lab reviewed all procedural angiograms as part of a csi clinical trial. The target lesion was located in the popliteal artery. The physician used a 6fr introducer sheath and a stiff-angled glidewire guide wire to access the lesion. The glidewire guide wire was exchanged for a csi viperwire guide wire and a csi orbital atherectomy device (oad) was loaded onto it. The physician successfully treated the lesion using the oad and followed-up atherectomy with balloon angioplasty. At this point, the physician treated additional focal lesions via different atherectomy modalities. No complications were noted during the procedure and the patient status remained stable throughout. Follow-up review by core lab identified a perforation and a type a dissection; however, no complications were noted by the treating physician during the procedure. The core lab angiogram evaluation was reviewed by csi for potential adverse events on 29 april 2016.